Manufacturer narrative:
A maquet field service engineer (fse) inspected the ventilator on-site and could confirm the reported failure. An o2 flow was detected although the device was switched off. The cause was found to be a leakage of the nozzle unit in the o2 gas module. The nozzle unit was replaced and the device was tested and placed back in service. The replaced parts have been requested back for investigation. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator had an 02 failure. There was no patient involvement. (B)(4).

Manufacturer narrative:
Troubleshooting on site showed that the reported o2 failure was caused by leakage in the nozzle unit inside the oxygen gas module. The nozzle unit was replaced and returned for investigation. The nozzle unit consists of a membrane, mouthpiece, and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Ocular inspection of the returned nozzle unit showed that the feather spring was deformed. The deformation may cause a leakage in the nozzle unit which in turn affects the regulation of the oxygen gas flow. The fault may lead to failure during pre-use checks. However during testing in a reference ventilator, performed pre-use checks passed and no deviations were noticed during ventilation testing. The deformed feather spring in the nozzle unit is not a fault that can arise during use. It was most probably damaged when it was dismounted from the gas module. Our conclusion is that the deformed feather spring in the nozzle unit not was the cause for the reported failure. The root cause for the reported fault has not been determined since the failure was not reproduced during testing.

Event description:
(B)(4).